Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices. In addition, it was determined that, although this device experienced normal battery depletion, it declared eol earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools.

Event description:
Boston scientific received information that during a routine follow up visit, this device was found to be at end of life (eol) and a replacement procedure was scheduled for a later date. It was noted that the device longevity was reported as 1.5 years remaining and premature battery depletion (pbd) was suspected. The patient not dependant on pacing and the device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
To date the revision procedure has not been performed. Once the revision procedure is performed the device will be returned to boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.